Event description:
It was reported that the tubing was disconnected and was leaking. Additionally, a pump alarmed high pressure while the device was in use. The event occurred while in use with patient at patient's home. This was operated by a health professional. Associated pump and tubing complaints documented on (B)(4) and (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: correction. D9: date returned to mfg.: 5/23/2025. H3 and h6. Codes: updated. Device evaluation: received one (1) used extension set and one (1) used cassette. As received, there was a white piece of tape wrapped around the cassette tubing on the outlet of the top housing. There were no damages or anomalies observed on the extension set. To replicate clinical use an attempt was made to fill the cassette with 100ml of water using an ICU medical provided syringe. A leak was observed on the cassette tubing and resistance was also felt during filling. The cassette filling was unsuccessful. The white tape was carefully removed to localize the leak site. A small tear was observed on the tubing. The shape of the deformation is indicative of it being clamped before the leak formation. Another clamping site was evident on the cassette tubing, distal, near the luer hub. This site shows no evidence of leakage during filling. Upon closer inspection of the cassette tubing, an occlusion was observed on the outlet tubing of the top housing, just before the leakage site. A solvent membrane was found within the tubing. The complaint of leakage was confirmed. The probable cause is due to unintentional pulling forces on the tubing while clamped. The timeframe of the occurrence cannot be determined. The complaint of a pump alarm cannot be confirmed nor replicated. The complaint of an occlusion can be confirmed. The probable cause is due to excess solvent application at the tubing junction. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.